Event description:
It was reported an atb35 was used during an video assisted thoracic surgery. It was reported by the affiliate the cartridge fell into the pt. The surgeon used another stapler, on the sixth firing the staples jammed on the tissue. When the surgeon removed the cartridge, a small amount of bleeding was found on the tissue. Surgeon sutured the tissue. There was no consequence to the pt.